Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt inflation valve would not stay down to let the balloon to hold air. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.